Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and genital haemorrhage ('abnormal heavy bleeding') in a 27-year-old female patient who had essure (batch no. B71767) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included leukorrhea, irritability and body mass index normal. Plaintiff had done essure confirmation test. Current weight 168 lbs. Previously administered products included for birth control: depo provera from 2008 to 2009. Past adverse reactions to the above products included pregnancy with depo provera. Concurrent conditions included irregular periods, libido decreased, headache, lethargy, anxiety, confusion, irritability, dysfunctional uterine bleeding and premenopause. Concomitant products included biotin since (B)(6) 2014, naproxen sodium (aleve) from (B)(6) 2014 to (B)(6) 2018 and paracetamol (tylenol) from (B)(6) 2014 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("fatigue") and mood swings ("mood swings / hormonal changes describe: mood swings") and was found to have weight increased ("weight gain / weight gain / loss specify which one: weight gain"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("lower abdominal pain"), night sweats ("night sweats"), insomnia ("difficulty sleeping"), migraine ("migraines / headaches"), vulvovaginal dryness ("vaginal dryness"), amnesia ("memory loss") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), abdominal pain ("severe abdominal pain / pain"), anxiety ("anxious"), depression ("depressed"), feeling abnormal ("brain fog") and back pain ("back pain"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, mood swings, menorrhagia, abdominal pain lower, night sweats, insomnia, vulvovaginal dryness and vaginal discharge had resolved, the dyspareunia, abdominal pain, weight increased, migraine and back pain had not resolved, the alopecia, anxiety, depression, vaginal haemorrhage and amnesia outcome was unknown and the feeling abnormal was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, back pain, depression, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, insomnia, menorrhagia, migraine, mood swings, night sweats, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: her symptoms continued. Sought treatment on multiple occasions for symptoms of hair loss, fatigue, severe pain, mood swings, and weight gain, among other symptoms. She will need to undergo surgical intervention as a result of her essure implants discrepancy to be noted in essure insertion date as (B)(6) 2014, (B)(6) 2014. Patient received treatment for pain pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Discrepancy noted in essure removal date (B)(6) 2018. Patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), fatigue, weight gain and migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal discharge, night sweats, hormonal changes, fatigue, and vaginal dryness, depression, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new event back pain was added. The outcome of events abdominal pain, dyspareunia (painful sexual intercourse), weight gain and migraine were updated from unknown to not recovered. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal heavy bleeding') in a (B)(6)-year-old female patient who had essure (batch no. B71767) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included leukorrhea, irritability and body mass index normal. Plaintiff had done essure confirmation test. Current weight (B)(6) lbs. Previously administered products included for birth control: depo provera from 2008 to 2009. Past adverse reactions to the above products included pregnancy with depo provera. Concurrent conditions included irregular periods, libido decreased, headache, lethargy, anxiety, confusion, irritability, dysfunctional uterine bleeding and premenopause. Concomitant products included biotin since (B)(6) 2014, naproxen sodium (aleve) from (B)(6) 2014 to (B)(6) 2018 and paracetamol (tylenol) from (B)(6) 2014 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("fatigue") and mood swings ("mood swings / hormonal changes describe: mood swings") and was found to have weight increased ("weight gain / weight gain / loss specify which one: weight gain"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("lower abdominal pain"), night sweats ("night sweats"), insomnia ("difficulty sleeping"), migraine ("migraines / headaches"), vulvovaginal dryness ("vaginal dryness"), amnesia ("memory loss") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), abdominal pain ("severe abdominal pain / pain"), anxiety ("anxious"), depression ("depressed") and feeling abnormal ("brain fog"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, mood swings, menorrhagia, abdominal pain lower, night sweats, insomnia, vulvovaginal dryness and vaginal discharge had resolved, the dyspareunia, alopecia, abdominal pain, weight increased, anxiety, depression, vaginal haemorrhage, migraine and amnesia outcome was unknown and the feeling abnormal was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, depression, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, insomnia, menorrhagia, migraine, mood swings, night sweats, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: her symptoms continued. Sought treatment on multiple occasions for symptoms of hair loss, fatigue, severe pain, mood swings, and weight gain, among other symptoms. She will need to undergo surgical intervention as a result of her essure implants discrepancy to be noted in essure insertion date as (B)(6) 2014, (B)(6) 2014. Patient received treatment for pain pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal discharge, night sweats, hormonal changes, fatigue, and vaginal dryness, depression, most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and mr received: case has became incident. New events added: lower abdominal pain, night sweats, difficulty sleeping, migraines / headaches, vaginal dryness, memory loss, vaginal discharge, brain fog. Event onset date, event outcome were added. Lot number, medical history, lab data, concomitant drugs were added. Reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal heavy bleeding') in a 27-year-old female patient who had essure (batch no. B71767) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included leukorrhea, irritability and body mass index normal. Plaintiff had done essure confirmation test. Current weight 168 lbs. Previously administered products included for birth control: depo provera from 2008 to 2009. Past adverse reactions to the above products included pregnancy with depo provera. Concurrent conditions included irregular periods, libido decreased, headache, lethargy, anxiety, confusion, irritability, dysfunctional uterine bleeding and premenopause. Concomitant products included biotin since (B)(6) 2014, naproxen sodium (aleve) from (B)(6) 2014 to (B)(6) 2018 and paracetamol (tylenol) from (B)(6) 2014 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("fatigue") and mood swings ("mood swings / hormonal changes describe: mood swings") and was found to have weight increased ("weight gain / weight gain / loss specify which one: weight gain"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("lower abdominal pain"), night sweats ("night sweats"), insomnia ("difficulty sleeping"), migraine ("migraines / headaches"), vulvovaginal dryness ("vaginal dryness"), amnesia ("memory loss") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), abdominal pain ("severe abdominal pain / pain"), anxiety ("anxious"), depression ("depressed") and feeling abnormal ("brain fog"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, mood swings, menorrhagia, abdominal pain lower, night sweats, insomnia, vulvovaginal dryness and vaginal discharge had resolved, the dyspareunia, alopecia, abdominal pain, weight increased, anxiety, depression, vaginal haemorrhage, migraine and amnesia outcome was unknown and the feeling abnormal was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, depression, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, insomnia, menorrhagia, migraine, mood swings, night sweats, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: her symptoms continued. Sought treatment on multiple occasions for symptoms of hair loss, fatigue, severe pain, mood swings, and weight gain, among other symptoms. She will need to undergo surgical intervention as a result of her essure implants discrepancy to be noted in essure insertion date as (B)(6) 2014. Patient received treatment for pain pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal discharge, night sweats, hormonal changes, fatigue, and vaginal dryness, depression, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.